Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts has a cuff inflation problem. No patient injury reported, has had back up airway and is requesting a replacement.